Event description:
Following a 4-level unilateral lumbar ablation procedure, a patient burn was noted after removing the grounding pad. The grounding pad had left a clear film on the patient following removal and a blister was noted on the skin under the left flank. The patients skin was not prepped before placing the grounding pad. No treatment was needed to treat the burn and the patient is in stable condition.

Manufacturer narrative:
One disposable grounding pad w/out cable was returned for investigation. A clear film was noted on the surface of the grounding pad. Further investigation revealed the grounding pad was assembled with the clear film on the inside layer of the blue liner.